Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of call service 064 and 078 alarms. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues.   The pump successfully completed the 24 hour duration test without any issue or call service alarms.the pump cover was opened and moisture was located near the motor flex and on the ir board. The original complaint of a call service alarm issue was noted in the pump history but unable to be duplicated during investigation.